Event description:
The sales rep reported one of the customer's expressew iii needles broke at the distal tip while passing suture in the shoulder during a rotator cuff procedure. He stated the distal tip broke off after the surgeon had passed suture about 6 to 8 times. The surgeon was able to find the broken tip of the needle and remove it from the patients tissue. The surgeon completed the procedure using another expressew iii needle with no consequence to the patient and no delays. The complaint device needle is being returned for evaluation. No further details could be provided.

Manufacturer narrative:
The complaint device has not been returned to depuy synthes mitek complaints, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. However, it was reported that the needle tip broke after 6-8 passes. Based on the information provided, a root cause for this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located and returned to depuy synthes mitek at some point in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented.

Event description:
The sales rep reported one of the customer's expressew iii needles broke at the distal tip while passing suture in the shoulder during a rotator cuff procedure. He stated the distal tip broke off after the surgeon had passed suture about 6 to 8 times. The surgeon was able to find the broken tip of the needle and remove it from the patients tissue. The surgeon completed the procedure using another expressew iii needle with no consequence to the patient and no delays. The complaint device needle is being returned for evaluation. No further details could be provided.

Manufacturer narrative:
The complaint device has not been returned to depuy synthes mitek complaints, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. However, it was reported that the needle tip broke after 6-8 passes. Based on the information provided, a root cause for this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located and returned to depuy synthes mitek at some point in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented.

Event description:
The sales rep reported one of the customer's expressew iii needles broke at the distal tip while passing suture in the shoulder during a rotator cuff procedure. He stated the distal tip broke off after the surgeon had passed suture about 6 to 8 times. The surgeon was able to find the broken tip of the needle and remove it from the patients tissue. The surgeon completed the procedure using another expressew iii needle with no consequence to the patient and no delays. The complaint device needle is being returned for evaluation. No further details could be provided.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.